Event description:
Inbound call from dad, patient's solis pump is malfunctioning. Patient was changing cassette and was planning on using same pump. However, pump now gave error code: block in line, clamped. Patient switched to backup pump and pump is infusing. She did not have to make new cassette. This happened a few minutes ago. Transferred to have order schedule solis replacement pump. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number (B)(6). Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with a patient? No, was changing cassette. Did the product issue cause or contribute to patient or clinical injury? No if yes, was any medical intervention provided? Please explain. N/a is the actual device available to be returned for investigation? Yes, upon return did we replace device? Yes, did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved? Ongoing? Ongoing.